Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system clock was delayed by one hour as observed by the user. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station time was incorrect. The technical support specialist (tss) applied knowledge article "station in critical override with no specific cause" and "device time is incorrect", remotely accessed station, verified the timezone in powershell, corrected the station time settings, and confirmed the station universal time coordinated (utc) time matched the server utc time. The station was rebooted and critical override no longer appeared. Customer confirmed the issue was resolved and no further issues were reported. The system functioned as intended after the technical support specialist (tss) resolved the issue.